Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 device evaluation: the pump has been returned and evaluated by product analysis on 07/07/2015 with the following findings: during investigation, a visual inspection of the pump revealed that the battery cap was stuck in the battery compartment and was unable to be removed from the pump. The battery cap was found to be damaged with stripped threads. There was no damage observed to the battery compartment. A test cap was able to tighten properly to the pump; no damage was found to the pump case.